Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. Facility disposed of ipg so cannot return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026 prior to the date the manufacturer became aware.